Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: please evaluate. Root cause: leak at the strain relief attributed to the sterilization cycles and/or wear and tear. The failure mode will be monitored for future reoccurrence.